Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photograph(s) for the device related to the reported event of rupture was reviewed on jun 18, 2021. Visual analysis of the photographs identified: yellow particles on the surface of the shell. Broken shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported bilateral rupture. This relates to the right side. The device has been explanted.